Event description:
The patient was admitted to the ccu with cardiogenic shock. He underwent insertion of an intra-aortic balloon pump through the right femoral artery. The procedure went without complication. Counterpulsation was initiated and the patient returned to the ccu where counterpulsation continued 1:1 with good augmentation until approximately 11:00 pm on the following day, when the iabp alarmed. Rns responded to troubleshoot and blood was noted in the tubing indicating rupture of the balloon. The tubing was immediately clamped; the pump was placed on stand-by. The patient was brought to the cath lab where the ruptured balloon was removed over a wire without incident and a new balloon was inserted. The ruptured balloon was noted to have a longitudinal tear.